Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to remove and breakage of the gripper line. It was reported that the patient, with grade 4 degenerative mitral regurgitation (mr), underwent a mitraclip procedure. The clip was placed on the leaflets without issue and gripper line removability was performed. No issues were noted. The clip was deployed and an attempt was made to remove the gripper line; however, the gripper line could not be removed. The line was pulled from one side and stretched and broke. Troubleshooting was performed, with no success. The cds was removed and the gripper line still could not be removed, so it was cut at the groin. The clip remained well attached to the leaflets. No additional intervention was performed and mr was reduced to grade 2. The patient was in stable condition post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of foreign body in patient, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported inability to remove the gripper line could not be determined. The reported stretched gripper line and subsequent break appears to be secondary effects of the inability to remove the gripper line, and therefore related to procedural conditions. Additionally, the reported foreign body in patient appears to be a result of the inability removing the gripper line. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.